Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient has continued to experience laxity, occasional dislocations of her affected shoulder joint, including pain, poor range of motion. Surgeon decided during surgery to again increase glenosphere diameter and increase humeral reverse tray, and again implant a retentive poly insert. Prosthesis implanted, shoulder joint reduced and found to be stable through range of motion.

Event description:
Patient has continued to experience laxity, occasional dislocations of her affected shoulder joint, including pain, poor range of motion. Surgeon decided during surgery to again increase glenosphere diameter and increase humeral reverse tray, and again implant a retentive poly insert. Prosthesis implanted, shoulder joint reduced and found to be stable through range of motion.

Manufacturer narrative:
Correction - please refer h6 device code and method code, FDA registration number from te selzach to te (mtbonnot). The reported event could not be confirmed based on the evaluation done by the hcp on provided x ray image. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. However, on the available x ray medical opinion was sought from an experienced independent medical expert as below. The implants are well fixed to the bone and well-positioned. The surgeon did a good job to provide a stable glenohumeral joint. Laxity is a matter of soft tissue tension. In some patient adequate soft tissue tension is difficult to achieve hence the root cause is attributed to a patient related issue. If device is returned or any further information is provided the investigation report will be reassessed.